Event description:
It was reported that after re-tightening the crown, it was noticed that the implant was not integrated, the uppper part of the implant was in fact fractured.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: additional device information unknown / not provided. D9: device availability unknown / not provided. D10. Concomitant medical products tsvmb8, imp,tsv,mcol mg,3.7mm,8mm lot 63711365. E1: reporter name and email address unknown / not provided. G4: premarket identification unknown / not provided . H4: device manufacturer date unknown / not provided. Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.